Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they experienced sensor anomaly. The customer's blood glucose value was 92 mg/dl. The customer stated that they removed the needle hub and the needle broke. The customer stated that the needle was harder to remove than usual. The product was returned for analysis.